Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was received for evaluation; event was confirmed during testing. Evaluation found the lubrication within the device was broken-down. This device is not repairable and was not returned to the user facility.   There were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device overheated. There was no patient involvement; no patient impact.